Event description:
The customer reported that during use of this awl to perform an arthroscopic hip procedure, the tip of this instrument broke inside the surgical site. The tip was retrieved by using a grasper forceps, which resulted in a delay of about 10 minutes. The procedure was completed as intended without injury to the pt.

Event description:
Noise was observed on the ventricular lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the lead proximal coil was fractured at 20 cm from the connector pin due to clavicular crush. This would cause the noise problem.